Manufacturer narrative:
Age or date of birth, weight and ethnicity: information unknown/ not provided. Lot#: unknown/not provided. Catalog#: unknown, as product lot number was not provided. Expiration date: unknown as product lot number was not provided. UDI #: unknown as product lot number was not provided. Implant date (2021 reports) - implant date: n/a. Healon is not an implantable device. Explant date (2021 reports) - explant date: n/a. Healon is not an implantable device; therefore, not explanted. (B)(6). Device manufacture date: unknown as product lot number was not provided. Device evaluation: the material was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the product could not be reviewed because no lot number was provided. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when injecting healon5 pro into the eye a small piece of plastic is observed. The surgeon aspirated the pieces out of the eye. This has happened in 3 consecutive operations 6.5.2021. All patients will be post-op. Checked after one month as routine check. No need for extra intervention at this point. The material is not available for investigation. No other information was provided. This MDR is to capture 1 of 3 of the unknown serial number healon 5pro suspect product complaint. 2 other reports are submitted to capture the other 2 unknown serial number healon5 pro suspect product.

Manufacturer narrative:
Additional information: section b5 - describe event or problem: through follow-up we learned that nothing further was found after post-op checks. The patient has no need for further check ups. The lot number of the product was provided, therefore the following fields were populated accordingly: section d4 - lot#: uh31340. Section d4 - catalog#: 30406800. Section d4 - expiration date: 31-jul-2023. Section d4 - UDI #: (B)(4). Section h4 - device manufacture date: 31-aug-2020. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.